Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a fatal error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was experiencing fatal error. A technical support specialist (tss) dialed into the station, but there was no error message on the screen and the remote support service (rss) status showed critical on database (db), the size was over 9gb. Then the tss log in as cfnadmin and checked the database size in sql (structured query language) server management studio (ssms) and it was over 10gb. So, the tss shrinked the db, after that the new size was 7.4gb. After that the customer confirmed device was running correctly. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fatal error. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.